Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 125 units. Reportedly, the cartridge was filled with 250 units of insulin. Blood glucose (bg) level 40 mg/dl, which was treated with candy and juice. The customer alleged that the suspected cause of the low bg was due to the pump delivering too much insulin. During troubleshooting with tandem technical support, the customer reported that all requested insulin deliveries were being accurately displayed in the pump history. Additionally, the customer reported that the entries were accurate; however, maintained belief that the pump delivered too much insulin. Multiple attempts were made to follow-up with the customer; however, the customer declined to provide additional information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed in the pump logs or continuous glucose monitor (cgm) data. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. A cartridge change sequence was completed on (B)(6) 2018. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.